Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is implant exchange. Device evaluation: visual analysis of the returned device identified yellow particles on the shell, one curved opening on the posterior, was underweight, and a flat crease. A microscopic analysis was performed which identified one sharp opening and a non-penetrating nick near the opening site, this condition was called surgical impact, and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the radius due to surgical impact.

Event description:
Health professional reported left side rupture. Device was explanted.